Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed motor position encoder error; there were other motor position encoder error alarms in the device's alarm history as well. The patient's blood glucose was reported as normal and did not require medical treatment. No further details were given. The insulin pump will not be returned for analysis as the device is out of warranty.